Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right atrial (ra) lead (and full system) was surgically explanted due to exhibiting high pacing thresholds 5.5@2.0ms, high intrinsic amplitude 6.8mv, with a suspected twiddlers syndrome. Besides surgical intervention, no adverse patient effects were reported. No new system implanted at this time. This ra lead is not expected to be returned.